Manufacturer narrative:
(B)(4). The clinical sensitivity for all 3 referenced lot numbers was evaluated by testing two commercially available seroconversion panels ((B)(4)). The seroconversion panel results were compared to historical architect (B)(4) ag/ab combo test results provided by zeptometrix. Lot numbers 32813li00, 38649li00 and 39408li00 (contains the same bulk components as complaint lot 39410li00 which was not available for testing) detected the same samples as (B)(6) for the seroconversion panels when compared to the data provided by zeptometrix. Based on these data, it was shown that the sensitivity performance of the lots is comparable to historical lots. Furthermore customer control monitoring data from (B)(6) 2014 were reviewed. Abbott controls and non-abbott controls were tested. Abbott controls were within package insert claims and all controls values were within the ranges set by the customer. The donor sample from (B)(6) was not available for further investigation (several attempts were made to obtain the donor sample in question but the customer was not willing to provide the sample). The customer tested the original sample on two additional architect lots (38649li00 on (B)(6) 2014 and 39410li00 on (B)(6) 2014) which were both (B)(6), further confirming the (B)(6) result from (B)(6). Furthermore, the customer reported that no alternate or confirmatory testing was performed for (B)(6) on the donor sample from (B)(6). Labeling was reviewed and found to be adequate. The architect (B)(4) ag/ab combo assay has an analytical sensitivity of less than (B)(6). The architect (B)(4) ag/ab combo uses (B)(6) to detect (B)(6) antigen prior to seroconversion. A two-year tracking and trending review was performed on the product, along with complaints and quality data (deviations and non-conformances) of the implicated lots; no adverse trends were identified. The (B)(6) 2014 results of this donor unit (B)(6) are indicative of a sample with antigen and antibody levels that are below the analytical sensitivity of the assay ((B)(6)) with a final result interpretation of (B)(6). Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified. This report is being filed on an international product, architect (B)(4) ag/ab combo, list 4j27, that has a similar product distributed in the us, list 2p36.

Event description:
On (B)(4) 2014, an abbott employee was informed of a case involving three patients that seroconverted to (B)(6) after receiving blood components from an (B)(6) blood donor that tested (B)(6) on the architect (B)(4) ag/ab assay at the time of the donation ((B)(6) from (B)(6) 2014). The issue was discovered when the customer searched their database for (B)(6) results compared to previous patient history. Recipient of red blood cells from unit (B)(6): (B)(6) year-old woman received a transfusion for a post-partum hemorrhage due to myomas; she received the transfusion on (B)(6) 2014 (note: baby and husband have since tested (B)(6)). A post-transfusion test was performed by chemiluminescence on (B)(6) 2014, with a (B)(6) result. Western blot: (B)(6). On (B)(6) 2014 additional tests were performed, with the following results: viral load with a result of (B)(6). See also manufacturer report numbers 3002809144-2014-00168 and 3002809144-2014-00169 for the other 2 recipients.